Event description:
It was reported that the device was explanted due to intermittent malfunction. A bad lead connection, or possible screw problem, was noted. No patient complications were reported as a result of this event.